Event description:
The patient was hospitalized for elevated glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pump history was reviewed with the patient's mother and indicated that the patient's basal delivery rate was 0.00 for five hours prior to the hospitalization. The patient's mother stated that the 0.00 unit basal rate was due to an error and did not wish to provide any additional information. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.